Event description:
The customer reported the forceps elevator wire of the subject device was broken. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the lighting lens was peeled off. This report is being submitted for the malfunction found during evaluation of the device (adhesive peeled off from the lighting lens). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the customer's reported issue (broken forceps elevator wire) was confirmed. In addition, service found the bending angle was out of specification and there was play in the angulation knob due to wear of the angulation wire. The light guide bundle was discolored, the insertion tube was wrinkled, and the adhesive on the bending section cover was cracked. Scratches were observed on multiple parts of the device due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the peeling of the adhesive on the lighting lens. A definitive root cause for this issue was not established. However, it is probable that the issue resulted from a mishandling of the device or from the stress exerted on it from repeated/long-term use. Olympus will continue to monitor field performance for this device.